Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with intermittent act button response due to a flattened button dome switch. The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was able to download to the care link pro software without any errors. The lcd keypad connector was not found unlocked and no damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the act button was unresponsive and the display was blank. The customer also reported that the bolus amount kept ramping then delivered insulin without stopping. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 700 mg/dl at the time of call. The customer stated that they were throwing up. The customer stated that they were given insulin IV drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.